Manufacturer narrative:
Literature citation: dupre da, tomycz n, whiting d, oh m. Spinal cord stimulator explantation: motives for removal of surgically placed paddle systems. Pain pract. 2017. Doi: 10.1111/papr.12639. Age/date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Section d information references the main component of the system from the first event; other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Article summary: the article investigates patterns of reasons given among patients who underwent spinal cord stimulation explant surgery (scses). One-hundred sixty-five (165) patients underwent complete system removal (including paddle lead and implantable neurostimulator (ins)) between 1997 and 2014. The top three reasons for explantation were inadequate pain control (ipc, 73%), hardware discomfort (22%), and need for an MRI (10%). Other less frequent reasons were infection (9%), painful dysesthesias (9%), electrical arcing (4%), resolution of inciting symptoms (4%), weakness (2%), pseudomeningocele (1%) and muscle spasms (1%). It was found that ipc was the most common reason for scses. Reported events: 13 patients experienced infection or wound dehiscence and had their spinal cord stimulation (scs) system explanted as a result. It was noted this was the only reason the patients wanted and/or needed explant. Two (2) patients experienced infection or wound dehiscence and had their scs system explanted as a result. It was noted that this was one of multiple reasons the patients wanted and/or needed explant. Eight (8) patients experienced painful dysesthesias related to stimulation and had their scs system explanted as a result. It was noted this was the only reason the patients wanted and/or needed explant. Seven(7) patients experienced painful dysesthesias related to stimulation and had their scs system explanted as a result. It was noted that this was one of multiple reasons the patients wanted and/or needed explant. One (1) patient experienced muscle spasms and had their scs system explanted as a result. It was noted this was the only reason the patient wanted and/or needed explant. Forty-three (43) patients experienced inadequate pain control and had their scs system explanted as a result. These patients reported the ¿pain coverage was initially satisfactory (at least one month of coverage), but was gradually lost over time despite adequate paresthesias in areas of interest.¿ it was noted that all systems were initially implanted due to inadequate pain relief after back surgery. Twenty-one (21) patients experienced inadequate pain control and had their scs system explanted as a result. These patients reported the ¿pain control was inadequate¿ and additionally they reported a ¿loss of paresthesia coverage over areas of interest.¿ the patients ¿lost pain coverage in addition to paresthesia coverage.¿ the authors noted this was indicative of a possible lead migration or formation of an epidural scar which may have contributed to impedance issues. It was noted that all systems were initially implanted due to inadequate pain relief after back surgery. Two (2) patients experienced pseudomeningocele and had their scs system explanted as a result. It was noted this was the only reason the patients wanted and/or needed explant. Two (2) patients experienced weakness and had their scs system explanted as a result. The patients had reportedly had their stimulators and leads implanted over a year prior to explant and ¿both presented with adequate pain control, but progressive subjective weakness, which was verified clinically. It was noted that this was one of multiple reasons the patients wanted and/or needed explant. One (1) female patient experienced weakness within the first day after surgery and had their paddle lead removed immediately postoperatively as a result. There was no hematoma to account for the clinical findings. This patient experienced minimal weakness in the bilateral legs (4/5 muscle strength bilaterally) the night of her surgery, yet returned to neurological baseline by the following day after the paddle was removed. The authors noted this suggested a compressive etiology rather than spinal cord injury as a cause of the weakness. It was noted that this was one of multiple reasons the patient wanted and/or needed explant. Five (5) patients experienced electrical stimulation in the soft tissue at or near the generator or leads and had their scs system explanted as a result. It was stated that ¿electrical arcing¿ occurred. It was noted this was the only reason the patients wanted and/or needed explant. Two (2) patients experienced electrical stimulation in the soft tissue at or near the generator or leads and had their scs system explanted as a result. It was stated that ¿electrical arcing¿ occurred. It was noted that this was one of multiple reasons the patients wanted and/or needed explant. Five (5) patients experienced discomfort at the generator or electrode site and had their scs system explanted as a result. It was noted this was the only reason the patients wanted and/or needed explant. Thirty-one (31) patients experienced discomfort at the generator or electrode site and had their scs system explanted as a result. It was noted that this was one of multiple reasons the patients wanted and/or needed explant. One (1) patient experienced itchiness at the implantable neurostimulator (ins) and lead sites. The authors noted this ¿indicated a result consistent with previously mentioned [in other literature] allergic reactions to scs¿. No further complications were reported or anticipated.